Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that when they went to the hospital they might lose connections and their implant might stop working. They reported they would notice because they would get urgency. They wanted to know if this was normal, it was reviewed that it could be emi from hospital machines. It was recommended to move away from the machinery if possibly and follow-up with their healthcare provider. No further complications were reported or anticipated.